Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry was not working. Review of the system log file showed that the malfunctioning in geo pc. Upon further troubleshooting, the fse found that geo pc cannot be started. The fse replaced the geopc. After replacement of geopc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It has been reported to philips that, geometry was not working. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.